Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es had an order was not transferring to station. The customer stated that there was a delay in dispensing medication to a patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
The following field had been updated with additional information: h6. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-mar-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the verified orders were not transferring to pyxis. A technical support specialist made multiple follow-up attempts to contact the customer regarding the issue, but no response was received. No further input could be obtained; the technical support specialist proceed with closing the case.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es had an order was not transferring to station. The customer stated that there was a delay in dispensing medication to a patient. There were no adverse events or injuries reported based on this event.